Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 128 ohms and out of range intrinsic amplitude on the right ventricular (rv) channel. Upon review of the presenting electrogram (egm), there was noise, oversensing and pacing inhibition noted. Technical services (ts) discussed if there was any electromagnetic interference (emi) present. The health care professional (hcp) wanted to bring in the patient to adjust sensitivity and see if they can find source of emi. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 128 ohms and out of range intrinsic amplitude on the right ventricular (rv) channel. Upon review of the presenting electrogram (egm), there was noise, oversensing and pacing inhibition noted. Technical services (ts) discussed if there was any electromagnetic interference (emi) present. The health care professional (hcp) wanted to bring in the patient to adjust sensitivity and see if they can find source of emi. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The header was firmly attached to the case. Visual inspection found no irregularities. There were no holes noted in the seal plugs and setscrews moved freely. Dimensional analysis of the header was completed. Each port measured as expected. There was no evidence to indicate device defect, abnormal damage or malfunction. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 128 ohms and out of range intrinsic amplitude on the right ventricular (rv) channel. Upon review of the presenting electrogram (egm), there was noise, oversensing and pacing inhibition noted. Technical services (ts) discussed if there was any electromagnetic interference (emi) present. The health care professional (hcp) wanted to bring in the patient to adjust sensitivity and see if they can find source of emi. The device was returned, and analysis was completed, and the report is updated with the product investigation results.